Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3998, lot# l98603, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the first overdischarge was confirmed. It was noted that the patient had an appointment on (B)(6) 2015. A physician mode recharge (pmr) was performed that successfully reset the device. The patient recharged the battery to 25% and the power on reset (por) was successfully cleared. The patient was instructed to completely recharge at home. The patient reported the next day that he charged the battery to 100% but still had a por. The patient met with the manufacturing representative on (B)(6) 2015. A por was performed and the timer was reset, and the patient was able to turn the stimulator on. It was noted that the patient was getting therapeutic stimulation at the time of the report.

Event description:
The patient was having a problem with his unit, both the external unit and implantable neurostimulator (ins). The patient could not get his ins to recharge, and was not sure if it was caused from trying to recharge the last four days. Now the ins itself has become uncomfortable, the patient could not exactly say when it has become uncomfortable but it has not been long. The ins kind of sits sideways, and the bottom part would poke out; sometimes the patient would kind of push it back. This has always been the case since implant. The patient started having a lot of lower back pain on sunday, a week ago, and he went to turn the stimulation on but it would not come on. The last successful recharge was about three months ago. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.